Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the insulin in the tubing became crystallized; however, the customer declined to provide information on how the insulin had become crystallized. The customer declined to perform troubleshooting with tandem technical support. A supply change was performed to address the issue. Blood glucose was 396 mg/dl.